Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6)2018, the patient reported the transmitter died early. The complaint transmitter was returned for evaluation. The device was visually inspected, and no defect was found. The device failed a voltage test as there was no voltage. The share tool was reviewed and confirmed the reported event of the transmitter dying early as a transmitter error was confirmed via data. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. The reported issue of the transmitter dying early is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.